Event description:
Arterial line placed in or. Nurse was changing diaper and found the left femoral arterial line broke in 2 pieces and catheter was not removed intact. Pt required surgery to remove the broken arterial line.